Event description:
According to additional information, the intraocular lens (iol) exchange was done in patient's left eye, since patient complained about having very poor visual outcome. The patient reportedly made a good initial recovery, but the visual acuity remained poor.

Manufacturer narrative:
Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company toric (2.25cyl), 14.5 diopter, (1.5 extended depth of focus) lens was replaced with a non-toric company, 13.0 diopter lens. The product was not available for evaluation. Additional information was provided that the patient had pre-existing myopia and prior lasik surgery in both eyes. The exchange of a toric lens to a 1.5 lower diopter difference, non-toric lens, may suggest that the replacement lens was an improved choice for the patient's vision needs. No additional information has been provided at this time. File will be reopened when new information or the product is received. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse manager reported that an intraocular lens (iol) was explanted and replaced with another lens in a secondary procedure. Additional information was requested, but no further information is available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).